Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) declared eri (elective replacement indicator) approximately 2.5 months ago. There was expressed concern regarding this device's battery longevity. The physician inquired as to the length of time prior to the device reaching eol (end of life indication) and whether or not performing manual capacitor reformations would improve the battery status.